Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg has been inoperable for 6 months. In turn, surgical intervention took place wherein the patient¿s ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-op.